Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was not stuck on tissue. The wrist was sticking out on the force bipolar causing it to stop moving, so the customer used another instrument to straighten it out. Isi received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The force bipolar instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damage to the wrist of the force bipolar instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument had a broken hinge at the wrist. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the hinge on the wrist of the force bipolar instrument broke. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.